Event description:
Related to MFR report number: 2183959-2014-00055. It was reported that following a monarc sling implantation, the patient is experiencing incontinence. It was indicated that the event is continuing as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that the patient's stress urinary incontinence was resolved on (B)(6) 2014. No additional patient complications have been reported in relation to this event.